Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The maude event report lists an event date of (B)(6) 2016, however at this time it is unclear what event this date represents. As such, the implant, explant and event dates on this report have been left blank. Additional information has been requested. Based on the limited information provided at this time, no conclusions can be made. Infection and recurrence are known inherent risks of surgery. Regarding infection and recurrence the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." And "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Should additional information be provided, a supplemental emdr will be submitted. This file represents bard flat mesh #2, two additional emdr's have been filed to represent bard flat mesh #'s 1 and 3. Not returned.

Event description:
The following was reported via maude event report mw5073876:"mesh placement (flat mesh #1), 3 months later mesh migration and another hernia new mesh (flat mesh #2), bowel entangelement, bigger mesh (flat mesh #2), on top of the other one, 6 month staph infection coming out of umbilicus, pain, pain, exploratory, cleaned out infection, removed mesh, new hernia with bowel obstruction and mesh placed (flat mesh #3). All the pain is back, the brain fog, the aching joints, my anemia is back."